Event description:
It was reported that the vns patient had their lead and generator replaced due to an unknown reason. An implant card was later received that indicated the replacement was due to a lead discontinuity. The explanted products have been returned and are currently undergoing analysis. Attempts for further information have been unsuccessful to date. No adverse events have been reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.